Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient experienced unintended mid-back stimulation. X-rays confirmed both leads had migrated into the epidural space. It was reported the patient consistently swings forward, while bending at the waist, in order to get momentum when getting up from a seated position which may have contributed to lead migration. Subsequently, the patient's scs leads were explanted and replaced which resolved the issue. The patient has effective stimulation coverage post-operatively.